Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated that they had low blood glucose and treated with food. The customer had symptoms such as kind of weird out and passed out. The customer blood glucose were 40 mg/dl and 50 mg/dl last night. The customer was treated with 1 or 2 of the mott bag things like gummy bears then made half sandwich. The product was not returned for analysis.